Event description:
The customer reported that her transformer had a crack. Upon receipt of the product and qe eval on 10/01/2014 a breach in the housing was observed, which is a safety risk.

Manufacturer narrative:
The product was received on 09/22/2014 and evaluated on 10/01/2014 by qe and a breach in the transformer housing was observed and confirmed. This is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc was not measured. Resistance across the dc plug was measured ar 0.770m ohms, which indicated that there is no a short in the dc cord. The resistance across the ac blades measured as 53.9 ohms, which is normal and indicates that the thermal fuse did not blow.